Manufacturer narrative:
Complaint confirmed, one head of a screw was received. Measurement of the returned screw head shows approximately 4.1mm of the proximal end of the screw was returned. Most likely cause of this failure is over-torquing of the screw, during insertion or improper insertion angle.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a latarjet procedure, after pre-drilling and upon insertion of the ar-7000-38ft, the head of the screw broke off. The remaining part could not be removed from the patient. The fixation was reported to have been adequate and bone quality was reported to be good according to the surgeon. The guidewire and cannulated drill had been used to prep the bone prior to insertion. Screw head is available to return for evaluation.